Event description:
It was reported that the user experienced both hypoglycemia and hyperglycemia while using the ilet bionic pancreas after taking a long-acting insulin injection earlier the same day and missing a meal announcement; fingerstick calibration confirmed a low of 63 mg/dl, with reported extremes of mid-50s mg/dl and 265 mg/dl, and the event was managed without alerts or alarms and without hospitalization. Symptoms included feeling unwell during the low. Outcomes included temporary impact with blood glucose outside target for a few hours and no long-term impairment. Investigation included complaint review, user interview, and device-use troubleshooting and education. Investigation of this case revealed user-related factors, specifically concurrent long-acting insulin use and a missed meal announcement, which likely contributed to the glycemic excursions. It was concluded that the device functioned as designed, the event was attributable to use-related factors, and education on meal announcements and avoiding overlapping basal insulin was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.